Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported, that the machine will abruptly shut down when the battery charge reaches 50%.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery will shut the machine down at 50% life was confirmed. The site rite 8 was visually inspected upon receipt and was found to be undamaged and does not function properly. The reported issue of the internal lithium ion battery not holding charge is confirmed. The root cause of the failure was an internal failure in the lithium ion battery. The device was serviced, tested, and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported, that the machine will abruptly shut down when the battery charge reaches 50%.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery will shut the machine down at 50% life was confirmed. The site rite 8 was visually inspected upon receipt and was found to be undamaged and does not function properly. The reported issue of the internal lithium ion battery not holding charge is confirmed. The root cause of the failure was an internal failure in the lithium ion battery. The device was serviced, tested, and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported, that the machine will abruptly shut down when the battery charge reaches 50%.